Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. The customer reported that the acuity central monitoring system is up and running, but there is no pt data being displayed on the monitor. Tech support assisted the biomed team in troubleshooting the system and found that the core switch located on the second floor was not responding. They rebooted the switch which restored all network communications for the 2nd floor and above. It is inconclusive what caused the core switch to become unresponsive. (Reboot switch to restore network communications).

Event description:
The customer indicated that their acuity central monitoring system was up and running, but there were no pt data being displayed on the screen. This resulted in the loss of centralized monitoring. There were pts connected to the acuity central monitoring system, however, the customer did not provide any pt identification info. There was no pt harm as a result.